Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2007-02588 and 9616099-2007-02589. Any add'l info will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that three months post index procedure, the pt returned to the hospital with stable, exercise-induced angina. Angiography revealed an 80%, de novo stenosis in the mid left anterior descending (lad) artery. Two cypher select plus stents were implanted, a 2.5 x 23mm and a 2.5x 13mm. Following stent implantation, a dissection was suspected in the distal vessel and there was decreased flow noted to the diagonal branch and the septal branches. Cardiac enzymes drawn post procedure revealed increased ck levels. Add'l info is not known at this time.